Event description:
Additional information received and reported that the iol was exchanged for the same lens model but 0.015 diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a (serious injury). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced trouble focusing. The iol was exchanged for another lens model 10 months following the initial implant procedure. The clinical reason for explant mentioned as mechanical complication. Additional information has been requested.